Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this product was not implanted during procedure. Correct product will be completed under manufacturing report number 0001822565-2023-02550.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this product was not implanted during procedure. Correct product will be completed under manufacturing report number 0001822565-2023-02550.

Event description:
It was reported patient is experiencing allergy to metal eight months post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D4: two device ids were provided by the reporter; of these, only one (1) was reported to have metal allergy. It is unknown which exact device encountered this issue, it is one of the following: item#: 42560007514, lot#: 65032365, manufacture date: feb 22, 2021, sterile expiry date: feb 14, 2031, UDI: (B)(4), 510k: k191625 pro code: jwh. Or item#: 42560007514, lot#: 65033946, manufacture date: feb 22, 2021, sterile expiry date: feb 16, 2031, UDI: (B)(4), 510k: k191625 pro code: jwh. Or item#: 42560113510, lot#: 64911578, manufacture date: nov 30, 2020, sterile expiry date: nov 21, 2030, UDI: (B)(4), 510k: k181947 pro code: oiy. D10: medical product: femoral central cone, catalog # 42545001012, lot# 64700341. Tibia fixed cemented stem extension, catalog # 42542006701, lot# 64960941. Femur cemented standard, catalog # 42504605401, lot# 65046024. Stem extension, catalog # 42560007514, lot# 65033946. Tibia central core, catalog # 42545000511, lot# 64815927. Femur cemented, catalog # 42504605411, lot# 65046008. Stem extension, catalog # 42560113510, lot# 64911578. Articular surface, catalog # 42512600414, lot# 65321527. Cable cerclage cable, catalog # 00223200418, lot # 65240317. Cable cerclage cable, catalog # 00223200418, lot # 65240311. Palacos r+g fast, catalog # 66056768, lot # 99571117. Palacos r+g fast, catalog # 66056768, lot # 99571117. Palacos r+g fast, catalog # 66056768, lot # 99571117. Female hex screw, catalog # 42509902525, lot # 65259825. G2: australia. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-01299, 0001822565-2023-01300, 0001822565-2023-01314.